Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " transcatheter tricuspid valve replacement to treat failed transcatheter edge-to-edge repair (teer)". The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device were not provided. Based on the information reviewed and due to limited amount of information available from the article, a cause for the reported slda and the patient effects of tricuspid valve insufficiency/regurgitation and heart failure could not be determined. Tricuspid regurgitation and heart failure are listed in the instructions for use (IFU) as potential complications associated with triclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
The article "transcatheter tricuspid valve replacement to treat failed transcatheter edge-to-edge repair (teer)" was reviewed. The article presented a single center case study, to evaluate safety and feasibility of transcatheter tricuspid valve replacement (ttvr) following teer. Devices mentioned include triclip xtw and lux-valve (jenscare biotechnology). The article concluded that this is the first reported case of the novel use of ttvr to treat failed t-teer. Caution is advised regarding potential complications resulting from externalizing t-teer devices. [The primary author and corresponding author was dr. Anson cheung, at st. Paul¿s hospital, vancouver, canada with corresponding email *acheung@providencehealth.bc.ca.*. The time frame of the study was approximately two weeks between the teer procedure and the ttvr procedure. Exact dates were not provided. Medical history included heart transplant for peripartum cardiomyopathy 8 years prior, tricuspid regurgitation, right heart failure. Peri and post-procedural complications included single leaflet device attachment, tricuspid regurgitation, heart failure, hospitalization, surgical intervention.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " transcatheter tricuspid valve replacement to treat failed transcatheter edge-to-edge repair (teer)" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.